Event description:
The customer reported that while using the device her blood glucose reached over 400 mg/dl. This occurred in (B)(6). When she removed the device, she noticed that the cannula was not inserted.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect of the needle mechanism that would have prevented or delayed firing of the cannula was observed. No other malfunction or product condition that would have contributed to the reported hyperglycemia was found. The customer observed that the cannula was not inserted in the infusion site at the time the device was removed. This condition can interrupt insulin delivery and contribute to high blood glucose. It cannot be detected by laboratory testing. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."